Manufacturer narrative:
B3: event date unknown. Device evaluation: one device was received. The device was visually and functionally tested and the customer reported complaint of "tubing problem" was able to be confirmed through a review of the event history log but the reported problem of "alert error" was unable to be confirmed or duplicated. The "tubing problem" was caused by an uncalibrated dso sensor. The cause of "the device show alert error" was unable to be determined. The dso sensor was calibrated and the device was given preventative maintenance and the pump passed all functional and delivery tests. Service history identified that no previous repair has been noted in the last 12 months.

Event description:
It was reported that the device had a tubing problem and showed an alert error. There was unknown patient involvement.